Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the basket would not open. It is unknown if this event occurred inside or outside the patient or if there was a stone present in the basket when it would not open. It is unknown how the procedure was completed. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the basket would not open. It is unknown if this event occurred inside or outside the patient or if there was a stone present in the basket when it would not open. It is unknown how the procedure was completed. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the basket was open when received. The basket and all basket wires were present and attached, however, they were bent. The outer sheath was kinked in several locations along the working length. The sheath was buckled/twisted for approximately 12cm beginning approximately 40cm from the distal end of the black strain relief. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would close and open; however, the basket would not fully close. The basket extended approximately 9mm from the distal end of the outer sheath when the handle was in the closed position, which exceeds the upper specification limit (.5-2mm). A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context. It should also be noted that the evaluation of the returned device, which found that the basket would not close and presented with kinks/bends, are non-reportable events.